Event description:
It was reported they checked the stimulator on the left side of the body and they noted the stimulation was off. The right stimulator was checked and they noted seeing the stimulator on light. They were able to successfully turn the stimulator on. It was reported there was a loss of therapeutic effect. The patient went to their physician the previous thursday to have their devices checked. It was noted they had asked the physician to not change anything because everything was going well. After the appointment last thursday, the patient started having trouble with their right foot. This was the first time the patient had trouble with their right foot in years. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387s-40, lot# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v239703, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).